Manufacturer narrative:
(B)(4). Medical devices - freedom constrain head # item 11-107016 lot 860560; g7 osseoti multihole # item 110010271 lot 3758822; unk arcos modular stem; g7 screw # item 010001002 lot 3031992; g7 screw # item 010001001 lot 3054977. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08161. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent a closed reduction due to dislocation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of provided xrays which indicated superior dislocation of the femoral component of a left total hip arthroplasty. Mild osteopenia was present. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.